Manufacturer narrative:
(B)(4). Date sent: 02/04/2022. D4: batch # u5fd8p. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with washer cut. Device was received with no staples present and anvil with washer cut. Device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d9. D9 was omitted on previous report; mwr-22102021-0001065209.

Event description:
It was reported that during a robotic/laparoscopic sigmoidectomy the device did not staple all the way around the colon thus creating a bowel perforation. No patient consequences reported. No other information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ai received from rep. (B)(4): 1. Could you please provide more details for "creating a bowel perforation"?? ¿ surgeon believes staples didn¿t fire all away around the anastomosis creating an opening in the anastomosis. 2. Could you please clarify if there were any patient consequences? The had to redo the anastomosis with a new device, this time things worked as expected. The patient was doing well and was sent home 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.